Event description:
On (B)(4) 2012, the lay-user/patient contacted animas alleging that the pump was losing time. The patient indicated that he was on the east coast visiting his daughter. He claimed that after changing the pump's time, the device would lose about an hour of time. In one instance, the patient claimed that he entered a time of 2:44 pm. An unspecified time later, the patient claimed that the pump reverted to a time of 1:45 pm. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was losing time. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the black box showed several attempts to adjust the time. The pump was exercised for 120 hours on a 1 unit per hour basal program. The time difference at the conclusion of time accuracy test was 0 seconds, which is within specifications. During investigation, the date was set to (B)(4) 2012 and was found to have reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.